Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-2324bcc. Bacth 15193163 was received for evaluation. Visual inspection revealed that the bio screw has a crack at the distal ends making the implant lose geometry. It was noted that the bio was warped, indicating excessive forces during insertion. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion. According todfu-0087 at revision 3. G. Precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the screw thread flattened while screwing in. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.